Manufacturer narrative:
Four opened handpiece injectors were received for the report of cracked/scratched lenses. Sample 1, 2, 3 and 4: a visual inspection of the handpiece injector was performed and was found to be nonconforming with rough surface and raised metal on plunger tip area. A dimensional plunger position height check was performed and was found to be conforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicated that the four samples returned had a plunger tip surface rough with raised material, which could be a contributing factor for the report of cracked/scratched lenses. How and when the injector became damaged cannot be determined from this evaluation. The most likely root cause is improper handling of the product. This injector has been in service for approximately 1 year and 4 months. The direction for use provides instruction to inspect the handpiece prior to each use to ensure that it is not damaged. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported about noticing issues with cracked/scratched lenses with injectors.